Manufacturer narrative:
Analysis was performed a philips authorized service personnel which included device testing and analysis at the philips bench repair center. The results of the analysis were that the device did not connect to the patient information center. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective antenna. The issue was resolved by replacing the antenna and the device is back in service. The device was returned to the customer.

Event description:
It was reported the patient vitals sings parameter are not accurately obtained by the device. It is unknown if the device was in use on a patient. There was no report of patient or user harm.